Event description:
It was reported that the triple lumen 5 french with 3cg tps stylet power PICC was placed on (B)(6) 2020, in an ICU patient. It was stated to be leaking during flushing of the power injectable lumen, beneath the securacath.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive, since the original sample was not returned for investigation. Two unopened kits from the implicated lot were returned for investigation. The components within the kits exhibited no damage or defects. The catheters were flushed and pressurized with water, but no leaks were observed in any part of the catheter. The wall thickness of each unused sample was within specification. It was reported that the leak was observed during infusion of the power injectable lumen. The leak was reportedly located beneath the non-vad securement device, which may have been a contributing factor in the reported event; however, since the affected sample was not returned for investigation, the exact cause of the damage could not be determined. A lot history review (lhr) of redq3997 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redq3997 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the triple lumen 5 french with 3cg tps stylet power PICC was placed on (B)(6) 2020, in an ICU patient. It was stated to be leaking during flushing of the power injectable lumen, beneath the securacath.